Event description:
In 2007, the patient reported that insulin was leaking from the top of her insulin cartridge around the adapter. She stated that she changed the insulin cartridge the previous night. She stated that the adapter is several months old and the rubber o-ring appears worn. When the patient removed the cartridge from the infusion device, the plunger remained attached to the piston rod causing a "few drops" of insulin to spill in the cartridge compartment. The patient was unable to remove the plunger from the piston rod. She was advised to switch to her backup infusion device. Her blood glucose was elevated to 382 mg/dl due to being disconnected from the infusion device for an hour and a half and she felt shaky and thirsty. Upon follow up eight days later, the patient stated she was able to remove the plunger from the piston rod of her primary infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.